Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the hydratome was pass down the scope, the sponge detached and was pushed down in the scope channel. The scope was removed from the patient and the sponge was pushed out of the channel using a biopsy forceps. Additionally, it was noted that a water-soluble lubricant was not applied to the cap, prior to use. The procedure was completed with another rx locking. There was no serious injury nor adverse patient effects reported as a result of this event.